Event description:
The pt had received a total hip replacement in 2000 consisting of a ceramic ball head on top of a metal femoral stem, articulating with a cup placed in the hip. The pt had been instructed by the physician not to play tennis but had done so. The ceramic fractured and the metal stem came into contact with the lining of the cup, causing add'l damage. In 2003 the head and cup components were explanted and replaced with devices from a different MFR. Results were reported to be satisfactory.